Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had received our letter about having trouble with their bladder stimulator, they stated a representative helped them restart it and they were doing ok/good at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for gastrointestinal/pelvic floor. Consumer reported they were getting a "zappy" feeling that was beginning to hurt and was uncomfortable/painful. Patient reported they turned off the implant but has been having to go more often. Prior to it, the implant helped, they were still going to the bathroom quite a bit but had seen improvement from going every 10-15 min to maybe every 2 hours. Pt states it then decreased to 1.5 hrs, 1 hr, etc. The patient¿s device was turned on and set to a comfortable level. The uncomfortable stimulation and loss of therapy reportedly began maybe 6 months ago. Patient will follow up with their health care professional to address symptoms as necessary. Patient also saw poor communication, which resolved after repositioning antenna. No further complications reported/anticipated.